Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk noted. No unexpected motor error alarms noted and the motor was tested outside of the device and passed. No unexpected motor error alarms noted. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing the end cap sticker noted.

Event description:
The customer reported via phone call that they received a motor error alarm when attempting to change the infusion set. It was also found a compromised force sensor system alarm occurred during the prime process. Customer's blood glucose was 600 mg/dl. The customer will be treating their blood glucose with manual injections. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.